Manufacturer narrative:
Batch review performed on 06 november 2020: lot 176509: (B)(4) items manufactured and released on 21-feb-2018. Expiration date: 2023-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event (considering infection and mobilization).

Event description:
Revision surgery for hip stem loosening, about 1 year and 8 months after primary surgery. The surgery was completed successfully. A bacteriological sampling was made at the femoral level and it revealed the presence of staphylococcus, which could indicate that the hip revision was due to a septic loosening. Medacta (B)(4) is recovering more information about this.

Manufacturer narrative:
Visual inspection: visual inspection performed on (B)(6) 2020. From the received part it was possible to note the presence of the coating on the stem, except the distal part. The root cause related to this event is, as stated by the hospital, related to the detected infection.